Manufacturer narrative:
This report is filed on 07 november 2019.

Event description:
Per the clinic, the patient experienced infections at abutment site that was treated with medications (type not reported). Clinical management is ongoing.